Event description:
Technician alleged that the bed was drifting at the head of the bed. This was a slow drift. No injury reported.

Manufacturer narrative:
The technician found the cause to be with the hydraulic manifold. The account replaced the hydraulic manifold to resolve the issue.